Event description:
It was reported that during a silverhawk procedure, a dissection which was potentially device related was created requiring cryoplasty and stenting.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.